Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke off. The following information was provided by the initial reporter: the reporter informs the needle broke right at the beginning of the treatment and the patient removed the needle.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke off. The following information was provided by the initial reporter : the reporter informs the needle broke right at the beginning of the treatment and the patient removed the needle.